Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed, and it was determined that the catheter became occluded with use. One 2fr s/l per-q-cath PICC was returned for investigation. The catheter was received without the stylet, which indicates that the PICC had been placed. The wings had been cut and removed from the hub. Blood residue was observed on the external surface of the catheter. The catheter did not appear to be trimmed to length. A functional test revealed that water could not be flushed through the PICC. After probing the catheter lumen with an unused stylet, an occlusion was detected between the 2 and 5 cm depth marks. A clear gel-like material was observed within the lumen. It was reported that the catheter was used for 3 days, which indicates that the occlusion developed over time during use. The IFU provides suggested catheter maintenance, but indicates that the catheter should be maintained in accordance with standard hospital protocols. The IFU states, ¿for intermittent use, flush the catheter with heparinized saline every 12 hours or after each use. Usually, one ml per lumen is adequate.¿ for occluded or partially occluded catheters, the IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿

Event description:
It was reported that the catheter was placed inside the premature baby for 3 days, an infusion pump was used to provide the drugs continuously. Since the infant is a premature baby, the nurse used 1 ml to flush the catheter and after the catheter was used for 3 days, the nurse found that the infusion pump alarm had gone off and the catheter occlusion was found.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was placed inside the premature baby for 3 days, an infusion pump was used to provide the drugs continuously. Since the infant is a premature baby, the nurse used 1 ml to flush the catheter and after the catheter was used for 3 days, the nurse found that the infusion pump alarm had gone off and the catheter occlusion was found.